Event description:
The device was connected to the patient and powered on. Reportedly, the device immediately powered off again, with no depleted battery prompt. CPR was administered to the patient at this time until an ambulance crew arrived on the scene. The patient was not resuscitated, but the reporter stated the patient was not a likely candidate for resuscitation.